Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced an air embolism. There was no allegation of any issues with the ion system, instruments, or accessories. The intuitive endoluminal sales representative was provided information that a code was called during the event and the patient was revived, but expired 24-48 hours later. The air embolism was reported as confirmed; however, the testing modality performed to confirm the air embolism was not provided. The patient symptoms and post-procedure course leading to the death were not provided. Multiple attempts to obtain additional information from the physician were made; however, no response was received.

Manufacturer narrative:
There were no reported ion system issues and no devices will be returned for analysis. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient had an air embolism during ion procedure and expired 24-48 hours later. No additional information is available. The risk of air embolism with CT guided lung biopsy ranges from 0.02-4.8%. In one study of 559 cases 27 events (4.8%) of air embolism were detected with obligatory post biopsy imaging with only 1 patient (0.18%) being symptomatic. In another series of 204 cases 8 events of air embolism were detected with only 2 being symptomatic. Given the available data air embolism is unlikely with negative imaging in the setting of symptoms. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. In another multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). Air embolism is a rare but known complication of bronchoscopic and percutaneous lung biopsies. Air embolism has been reported to occur in 0.06 to 0.45% of cases with CT guided lung biopsies and is estimated to occur less frequently with bronchoscopy. There are only a handful of case reports describing air embolism associated with flexible bronchoscopy. In a survey of 103,978 bronchoscopies only 1 arterial air embolism was reported (0.00096%) with 71 cases (0.068%) of associated cardiovascular events. However, it is possible this is an underestimate as a fraction of the cardiovascular events associated with bronchoscopy may be due to arterial air embolism. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Tomiyama n, yasuhara y, nakajima y, et al. CT-guided needle biopsy of lung lesions: a survey of severe complication based on 9783 biopsies in japan. European journal of radiology. 2006. Ishii h, hiraki t, gobara h, et al. Risk factors for systemic air embolism as a complication of percutaneous CT-guided lung biopsy: multicenter case-control study. Cardiovasc intervent radiol. 2014. He yp, liu yl, gao xl, wang lh. Cerebral arterial air embolism after endobronchial electrocautery: a case report and review of the literature. Bmc pulm med. 2021. Section b2: patient date of death is estimated to be 03/21/2026 (procedure date of 03/20/2026, estimated date of death was 24-48hrs post-procedure).